Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead fell into the right ventricular (rv) after the pocket had begun to be closed. The physician said the patient most likely had long untreated atrial arrhythmias and the tissue was not viable for lead placement. The lead was removed and will be replaced in the future. No patient complications have been reported as a result of this event.